Event description:
It was reported that the left ventricular (lv) lead exhibited high, chronic thresholds which resulted in accelerated cardiac resynchronization therapy defibrillator (crt-d) battery depletion. It was further reported that the lv lead exhibited phrenic nerve and diaphragmatic stimulation. The lv lead was capped and replaced. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.